Event description:
This rv lead was an attempted implant on (B)(6) 2013 due to superior vena cava coil was damaged when attempting to push through sheath. The physician was dr. (B)(6) at hospital (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).